Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from non-fasting results obtained of 241, 265, 423, 245 and 243 mg/dl. The customer's expected non-fasting blood glucose test result range is 140 - 180 mg/dl. The customer stated she does not have an expected fasting blood glucose test result range as she always tests non-fasting. The customer stated that she tests every morning at 9:00am after drinking coffee. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 225 mg/dl and 245 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/17/2020 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 241 mg/dl date: 6/15/19 time: 11:40pm n-fasting result 2 : 265 mg/dl date: 6/15/19 time: 11:18pm n-fasting result 3 : 423 mg/dl date: 6/14/19 time: 11:09pm n-fasting result 4 : 245 mg/dl date: 6/14/19 time: 11:06pm n-fasting result 5 : 243 mg/dl date: 6/14/19 time: 10:56pm n-fasting